Manufacturer narrative:
Concomitant medical products: product ID: 3389-40 ,lot# j0511660v, implanted: (B)(6) 2005, explanted: (B)(6) 2020, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4), ubd: 17-feb-2009, UDI#: (B)(4); product ID: 748240, serial/lot #: (B)(4), ubd: 23-mar-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that patient had a fracture in the left lead and left extension, which was visible via x-ray. No known factors that may have led to or contributed to the issue were reported. The x-ray of the head and neck showed lead fracture and extension fracture. It also appeared that the extension had migrated distally in the neck which pulled on the lead as well. A surgical intervention to replace the fractured lead and extension was done. The issue was resolved at the time of the report.